Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product was in use with patient (implant date was approximately 5 weeks prior). Injection site swelling was noted. Device was explanted, upon explant it was noted that outlet tube was broken off from the portal. No permanent adverse effects to patient reported.